Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. Furthermore, review of the submitted log files confirmed low flow alarms; however, a specific cause for the low flow events could not be conclusively determined. The submitted controller event log file contained relevant events on (B)(6) 2025 from 09:42:58 ¿ 12:37:51, per the timestamps. From the beginning of the file until 12:25:43, intermittent low flow events were captured, several of which were associated with low flow hazard alarms. Of note, pulsatility index (pi) values appeared elevated during some of the low flow events. The remainder of the file captured a sustained low flow alarm lasting approximately 6 minutes. During this time, several intentional pump stop flags were captured along with lvad_off faults, indicating that the intentional pump stop button had been pressed several times on the system monitor. The end of the file captured no external power alarms due to both power cables being disconnected, followed by the disconnection of the driveline at 12:35:11. These events appear consistent with attempts to turn off the pump due to the patient's expiration. No other notable events or alarms were captured, and the pump appeared to be operating as intended prior to the driveline disconnect. It was reported that the patient presented to the hospital on (B)(6) 2025 with shortness of breath. The patient was noted to have ventricular fibrillation (v-fib) and was having low flows throughout the week. There was no previous history of v-fib, and the patient did not have an implantable cardioverter-defibrillator (ICD). It was unclear whether the arrhythmia was device or therapy related. The patient was treated with fluids and medications. The patient ultimately expired after suffering from cardiac arrest. It was unknown whether the patient's outcome was device or therapy related. The device reportedly operated as expected. It was communicated that the pump was not retrieved and would not be returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia and death, that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. This section also notes that, in general, the magnitude of the pulsatility index value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 lvas. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2025 with shortness of breath. The patient was noted to also be in ventricular fibrillation (v-fib) and was having low flows throughout the week. There was no history of v-fib pre-implant, and the patient did not have an implantable cardioverter-defibrillator (ICD). It was unclear whether the arrhythmia was device or therapy related. The patient was treated with fluids and medications. The patient suffered a cardiac arrest and passed away on (B)(6) 2025. Log files were submitted for review did not capture any pump faults or pump speed issues, and the pump did not appear to have contributed to the patient's presentation. The device operated as expected.